Event description:
It was reported that in the past the patient had had 2 of her devices "go down" and that "the pain was so bad that she wanted to shoot herself when they stopped working." It was stated that in 2004 when the batteries ran out, they malfunctioned or broke and manufacturer representatives found the problems. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. The information was also reported on patient's other ins in regulatory report # 3007566237-2013-02098.

Manufacturer narrative:
Product ID neu_ins_stimulator, implanted: 2008-(B)(6), (B)(4).